Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was not observed at the base of the tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was place into the test fixture to perform smu (source measurement unit) testing. Sensor unable to test due to damage during de-casing. An extended investigation has been performed on the returned de-cased sensor and observed molex connector was removed from the pbca (printed circuit board assembly). Unable to extract data as molex connector is disconnected from the pcba. The returned sensor was de-cased and performed a visual inspection on the returned sensors pcba (printed circuit board assembly); damage was observed on the molex connector. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) d15 cause not established were selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_high in the otp event log is an indication that returned sensor was terminated due to high counter potential voltage. Therefore, the smu (source measurement unit) test will be performed to determine if the sensor is fully functional and have any counter voltage issues. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was place into the test fixture to perform source measurement unit (smu) testing. Sensor unable to test due to damage during de-casing. An extended investigation was conducted on the returned, de-cased sensor. It was observed that the molex connector had been removed from the printed circuit board assembly (pcba). Visual inspection revealed that the molex connector was damaged and could not be re-soldered or repaired due to the solder pads detaching from the pcba. Consequently, source measurement unit (smu) testing could not be performed. Adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 150 mg/dl compared to readings of 404 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.